Event description:
It was reported that the pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Although the caller attempted various methods to charge the battery, including using different wall outlets and adapters, the issue persisted. Customer reverted to an alternate method of insulin therapy.